Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a battery out limit alarm after replacing battery, which had been out for a few days; customer had to reset insulin pump. Customer's blood glucose was 600 mg/dl, which was treated with manual injection. Customer reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital or contacted healthcare professional. Customer had symptoms of high blood glucose; customer had headaches. Customer reported that drive support cap appeared normal. Customer stated that insulin pump did not alert no delivery which caused customer to revert to back up plan. Customer would change set and would call back if issue was not resolved.